Event description:
It was reported that the pacemaker was externalized and visualized externally. The leads were not visible. The device was explanted and replaced. The patient was in stable condition.